Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
Doctor reports that the 1808 healing abutment would not seat in the implant in tooth site # 28. Doctor placed another healing abutment from stock.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: unique identifier (UDI) number was added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of the device not attaching to the implant was not confirmed. Visual evaluation of the as returned product identified signs of usage as well as worn threads. Functional testing to recreate the reported event was performed with an in-house implant. Product thread as intended. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for a similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.